Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er220 instruemnt clip ejected. Anothe instrument was used to complete the case. There was no consequence to the pt. The device was discarded.